Event description:
Subject has history of hypertension, former smoker >1 year prior to enrollment, current malignancy, sob, and rle common femoral dvt. Contraindication to anticoagulation due to abnormal platelet count. Subject was admitted to hospital on (B)(6) 2017. On (B)(6) 2017 pt was consented and lp filter was placed without complication. Patient was discharged on (B)(6) 2017. On (B)(6) 2017, subject was sent for a CT a/p without contrast which demonstrated acute thrombosis from the ivc filter down into the bilateral common iliac veins with stranding around the ivc. Patient was continued on anticoagulation with heparin, symptomatic control for pain, and lasix for edema. Eventually pain and swelling started improving. Repeat CT scan revealed stable clot burden (date not provided). Heparin gtt was changed to lovenox and titrated based on anti-xa to 60 mg bid. On (B)(6) 2018, CT w/contrast impression showed no evidence of thrombosis. Subject on aspirin and rivaroxaban 10 mg daily. Filter thrombosis was considered resolved without sequelae on (B)(6) 2018. The pi considered the event expected and possibly related to the device.